Event description:
Information received from the field notes that a holter ECG reported four pauses of 2 to 2&1/2 seconds long. There were no patient symptoms reported in the holter diary and the patient did not appear to be pacemaker dependent. A subsequent holter follow-up still showed the long pauses in bipolar and unipolar sensing. Both ecgs showed that the pauses were happening at the same time. The patient did not know of any emi interference. Monitoring will continue.